Manufacturer narrative:
D4 unique identifier (UDI) for lgx preconnect: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem, pump was squeezed and the device was unable to inflate, after surgery it was reported a hole in the reservoir near the tip. The ipp was explanted and replaced. There were no patient complications reported.